Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The additional evaluation revealed that the investigation of the complained plate shows that indeed the angle of the plate does not meet to the specifications. Reviewing the complaint history records shows that this is the first complaint regarding this issue. Reviewing the manufacturing and material document shows no deviation to the specification. We are not able to determine the exact root cause of the damage. As this is a rather small design at this area this damage could have been caused during transport, adaptation in surgery, etc.

Event description:
It was reported there were different specifications of plate. The angle of the hip plate looked different from the specification. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.